Event description:
The pt reportedly fell down and hit his head at the implant site, resulting in the migration of the internal magnet. Surgery to replace the pt's magnet was performed on (B) (6) 2010. The explanted magnet was returned to advanced bionics on april 6, 2010. The pt's internal device remains implanted.